Event description:
During a cryoablation procedure using a cryoablation catheter, mapping catheter and steerable sheath, the mapping catheter was maneuvered into an inferior branch of the left pulmonary veins. Information received by medtronic indicated that the first electrode on the mapping catheter tip got caught on the straight portion of the catheter shaft. After trying to manipulate, torque, pull back and advance the catheter, the physician was unable to straighten out the loop of the mapping catheter. The loop was also unable to be brought into the sheath. After twisting and pulling in a torquing motion, the mapping catheter snapped (an audible snap was heard). An interventionist came in and attempted to retrieve the portion of the mapping catheter that had broken off. After multiple attempts, the distal loop was captured and brought into the sheath and retrieved. The physician then continued and completed the cryoablation procedure without any further patient complications.

Manufacturer narrative:
The device has not yet been returned for evaluation. Pictures of the device were received and initial review suggests that the break in the catheter shaft was from torque rather than a pulling tension. Pictures show bunching in the catheter directly before the loop which is likely due to pulling on the catheter during the case or while attempting to retrieve it with the snare. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
The device was not returned for evaluation. Pictures of the device were received and review of the pictures suggests that the break in the catheter shaft was from torque rather than a pulling tension. Pictures show bunching in the catheter directly before the loop which is likely due to pulling on the catheter during the procedure or while attempting to retrieve it with the snare. Device history records were verified and showed no issues related to the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Referenced article: ¿late perforation of a passively fixated pacemaker lead through the right ventricle. A report and review of literature.¿ journal of cardiology cases 16 (2017) 148¿150. Http://dx.doi.org/10.1016/j.jccase.2017.07.002. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a literature publication. The article indicated that during the post procedural evaluation, a small left pleural effusion and a lung collapse was noted. A computerized tomography (CT) scan was done and interpreted as "possible left lower lobe pulmonary contusion versus infarction." The patient was given post-ablation medication without incidence. However, the patient developed a "severe cough" and complained of shortness of breath for several weeks. After this, the patient recovered "completely." According to the author, the patient "remained well" for more than one year post ablation. No further patient complications have been reported as a result of this event.